Event description:
It was reported the lead demonstrated t wave oversensing. The lead sensitivity was reprogrammed to 0.6 mv and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.